Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable. There are no allegations of failure of the device and the initial report was submitted in error.

Manufacturer narrative:
(B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a primary total hip replacement was performed on the patient, and the surgeon revised the insert with a constrained one due to a certain laxity of the patient¿s muscle system. The constrained insert dislocated from the trilogy it acetabular shell multiple times while the surgeon performed test movements to determine functionality of the hip joint. No adverse events have been reported as a result of the malfunction.